Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had motor error alarm. The customer¿s blood glucose level was over 500 mg/dl. Customer's current blood glucose is 500 mg/dl. Insulin pump had no delivery alarm. Customer was treated by syringe. Customer stated that drive support cap was flush. Troubleshooting was performed for motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised customer to revert back using manual injections or pens as per doctor's instructions. Advised to set up pump to storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).